Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer replaced pump supplies to resolve the issue. Customer¿s blood glucose (bg) was high, however a specific value was not provided. Customer addressed bg level with a bolus via the pump.